Manufacturer narrative:
(B)(4).

Event description:
An FDA medwatch report was received concerning a patient that was hospitalized several times due to experiencing a low grade fever, stiff neck, headaches, pancytopenia related to IV antibiotics and probable mycobacterium meningitis. The pump was explanted on (B)(6) 2018.